Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "resides in aspirated and then had no pulse for a few seconds." The implantable pulse generator (ipg) remains in use.  No further patient complications have been reported as a result of this event.